Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-feb-26

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 16-feb-26. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of lot c2138341 or c2350987 of zib6-40-10.0-80 device was not returned for evaluation. Through the investigation it was clarified that the issue occurred with either one of two different zib6-40-10.0-80 devices used on the patient (either lot number c2138341 or c2350987) but it was not possible to determine which device the issue occurred. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for both lot c2138341 or c2350987 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: it should be noted that the instructions for use, ifu0040, which accompanies this device states the following: "if resistance is met during the withdrawal of the delivery system, re-advance the outer sheath to its pre-deployment position. Withdraw the system as one unit¿. There is evidence to suggest that the user did not follow the instructions for use (ifu0040) as per complaint description ¿the physician felt resistance on delivery system removal. Physician applied pressure rather than re-advancing the outer sheath¿. As per engineering input this could be a case of use error in applying force and causing the tip to come off when they should just have removed everything together and the tip may not have come off. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to use error as per complaint description ¿the physician felt resistance on delivery system removal. Physician applied pressure rather than re-advancing the outer sheath¿ while ifu0040 states ¿if resistance is met during the withdrawal of the delivery system, re-advance the outer sheath to its pre-deployment position. Withdraw the system as one unit¿. As per engineering input this could be a case of use error in applying force and causing the tip to come off when they should just have removed everything together and the tip may not have come off confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: product manager notified to consider re-training at the facility complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
E1, f3: phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After stent deployment the introducer tip of the introducer catheter became stuck, and physician felt resistance on delivery system removal. Physician applied pressure rather than re-advancing the outer sheath and the tip broke off inside the patient. C5a. Tip of the introducer system was left in the patient. It was retrieved after 1.5 hours of trying via a catheter/sheath combination. C7a. 1.5 hours longer procedure time.